Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and oophorectomy ('oophorectomy') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils unraveled". On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced seizure like phenomena ("like seizure or migraines: auto-immune disorders"), migraine ("like seizure or migraines"), polymenorrhagia ("menses every two weeks/heavy menstrual cycles"), bacterial vulvovaginitis ("bi-weekly bacterial infections/bacterial vaginitis"), headache ("headaches") and skin lesion ("sores on body"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune disorders"), dermatitis acneiform ("acne-like rash on her buttocks and vaginal area"), fungal infection ("yeast infections"), rash ("rashes on my body"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal discomfort ("abdominal discomfort") and musculoskeletal discomfort ("back discomfort") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, autoimmune disorder, rash, arthralgia, fatigue, abdominal discomfort, musculoskeletal discomfort and oophorectomy outcome was unknown and the seizure like phenomena, migraine, dermatitis acneiform, polymenorrhagia, bacterial vulvovaginitis, headache, skin lesion and fungal infection had not resolved. The reporter provided no causality assessment for bacterial vulvovaginitis, dermatitis acneiform, fungal infection, headache, migraine, polymenorrhagia, seizure like phenomena and skin lesion with essure. The reporter considered abdominal discomfort, arthralgia, autoimmune disorder, back pain, fatigue, musculoskeletal discomfort, oophorectomy and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and oophorectomy ('oophorectomy') in a 41-year-old female patient who had essure (batch no. 20224430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils unraveled". The patient's medical history included menopause, pelvic pain female, endometrial biopsy and tubal ligation. Previously administered products included for an unreported indication: torodol, loestrin and doxycycline.. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced seizure like phenomena ("like seizure or migraines: auto-immune disorders"), migraine ("like seizure or migraines"), polymenorrhagia ("menses every two weeks/heavy menstrual cycles"), bacterial vulvovaginitis ("bi-weekly bacterial infections/bacterial vaginitis"), headache ("headaches") and skin lesion ("sores on body"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune disorders"), dermatitis acneiform ("acne-like rash on her buttocks and vaginal area"), fungal infection ("yeast infections"), rash ("rashes on my body"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal discomfort ("abdominal discomfort") and musculoskeletal discomfort ("back discomfort") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (laparoscopic assisted vaginal hysterectomy; bilateral salpinogo-oophorectomy; cytoscopy of bladder). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, autoimmune disorder, rash, arthralgia, fatigue, abdominal discomfort, musculoskeletal discomfort and oophorectomy outcome was unknown and the seizure like phenomena, migraine, dermatitis acneiform, polymenorrhagia, bacterial vulvovaginitis, headache, skin lesion and fungal infection had not resolved. The reporter provided no causality assessment for bacterial vulvovaginitis, dermatitis acneiform, fungal infection, headache, migraine, polymenorrhagia, seizure like phenomena and skin lesion with essure. The reporter considered abdominal discomfort, arthralgia, autoimmune disorder, back pain, fatigue, musculoskeletal discomfort, oophorectomy and rash to be related to essure. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and oophorectomy ("oophorectomy") in a 41 year-old female patient who had essure inserted (lot no. 20224430) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("coils unraveled"). The patient had a medical history of tubal ligation, endometrial biopsy, pelvic pain female and menopause. Previously administered products included: loestrin, toradol and doxicycline [doxycycline]. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced seizure like phenomena ("like seizure or migraines: auto-immune disorders"), migraine ("like seizure or migraines"), polymenorrhagia ("menses every two weeks/heavy menstrual cycles"), bacterial vulvovaginitis ("bi-weekly bacterial infections/bacterial vaginitis"), headache ("headaches") and skin lesion ("sores on body/ed painful sores starting from my neck to my buttocks that left very dark scars"). Essure was removed on (B)(6) 2019. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), autoimmune disorder ("auto-immune disorders"), dermatitis acneiform ("acne-like rash on her buttocks and vaginal area"), fungal infection ("yeast infections"), rash ("rashes on my body"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal discomfort ("abdominal discomfort"), musculoskeletal discomfort ("back discomfort"), menometrorrhagia ("irregularities heavy duplicate") and dysmenorrhoea ("painful menstrual cycles") and underwent oophorectomy (seriousness criterion medically important). The patient was treated with depo-provera (medroxyprogesterone acetate), diflucan (fluconazole) and antibiotics as well as surgery (laproscopic assisted vaginal hysterectomy; bilateral salpinogo-oophorectomy; cyctoscopy of bladder). At the time of the report, the seizure like phenomena, migraine, dermatitis acneiform, polymenorrhagia, bacterial vulvovaginitis, headache, skin lesion and fungal infection had not resolved. The outcomes for back pain, autoimmune disorder, rash, arthralgia, fatigue, abdominal discomfort, musculoskeletal discomfort, oophorectomy, menometrorrhagia and dysmenorrhoea were unknown. The reporter considered abdominal discomfort, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, fatigue, menometrorrhagia, musculoskeletal discomfort, oophorectomy and rash to be related to essure administration. No causality assessment was received for essure with regard to polymenorrhagia, dermatitis acneiform, bacterial vulvovaginitis, headache, skin lesion, seizure like phenomena, migraine or fungal infection. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-nov-2022: upon internal review this case was found to be duplicate of case # (B)(4)therefore case (B)(4) marked for deletion & all information , source documents , events (menometrorrhagia ,dysmenorrhea ) , reference's are transferred to this case. (Legacy device number 2951250-2022-01243. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and oophorectomy ('oophorectomy') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils unraveled". On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced seizure like phenomena ("like seizure or migraines: auto-immune disorders"), migraine ("like seizure or migraines"), polymenorrhagia ("menses every two weeks/heavy menstrual cycles"), bacterial vulvovaginitis ("bi-weekly bacterial infections/bacterial vaginitis"), headache ("headaches") and skin lesion ("sores on body"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune disorders"), dermatitis acneiform ("acne-like rash on her buttocks and vaginal area"), fungal infection ("yeast infections"), rash ("rashes on my body"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal discomfort ("abdominal discomfort") and musculoskeletal discomfort ("back discomfort") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, autoimmune disorder, rash, arthralgia, fatigue, abdominal discomfort, musculoskeletal discomfort and oophorectomy outcome was unknown and the seizure like phenomena, migraine, dermatitis acneiform, polymenorrhagia, bacterial vulvovaginitis, headache, skin lesion and fungal infection had not resolved. The reporter provided no causality assessment for bacterial vulvovaginitis, dermatitis acneiform, fungal infection, headache, migraine, polymenorrhagia, seizure like phenomena and skin lesion with essure. The reporter considered abdominal discomfort, arthralgia, autoimmune disorder, back pain, fatigue, musculoskeletal discomfort, oophorectomy and rash to be related to essure. Quality-safety evaluation of ptc: final assessment: the term the coils unravled is related to the deployment/detachment of the device. This is not device breakage. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case become serious incident, essure removal done. New event oophorectomy event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and oophorectomy ('oophorectomy') in a 41-year-old female patient who had essure (batch no. 20224430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils unraveled". The patient's medical history included menopause, pelvic pain female, endometrial biopsy and tubal ligation. Previously administered products included for an unreported indication: torodol, loestrin and doxycycline.. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced seizure like phenomena ("like seizure or migraines: auto-immune disorders"), migraine ("like seizure or migraines"), polymenorrhagia ("menses every two weeks/heavy menstrual cycles"), bacterial vulvovaginitis ("bi-weekly bacterial infections/bacterial vaginitis"), headache ("headaches") and skin lesion ("sores on body"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("auto-immune disorders"), dermatitis acneiform ("acne-like rash on her buttocks and vaginal area"), fungal infection ("yeast infections"), rash ("rashes on my body"), arthralgia ("joint pain"), fatigue ("fatigue"), abdominal discomfort ("abdominal discomfort") and musculoskeletal discomfort ("back discomfort") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with antibiotics, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (laproscopic assisted vaginal hysterectomy; bilateral salpinogo-oophorectomy; cyctoscopy of bladder). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, autoimmune disorder, rash, arthralgia, fatigue, abdominal discomfort, musculoskeletal discomfort and oophorectomy outcome was unknown and the seizure like phenomena, migraine, dermatitis acneiform, polymenorrhagia, bacterial vulvovaginitis, headache, skin lesion and fungal infection had not resolved. The reporter provided no causality assessment for bacterial vulvovaginitis, dermatitis acneiform, fungal infection, headache, migraine, polymenorrhagia, seizure like phenomena and skin lesion with essure. The reporter considered abdominal discomfort, arthralgia, autoimmune disorder, back pain, fatigue, musculoskeletal discomfort, oophorectomy and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.